Manufacturer narrative:
Batch review performed on (B)(6) 2018 lot 171957: (B)(4) items manufactured and released on 22 june 2017. Expiration date:2022-06-08 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event clinical evaluation performed by medical affairs director on (B)(6) 2018: tibial tray mobilization in cemented tka 6 months after primary. In the radiographic image supplied, the cement appears to have detached from the bone rather extensively. We cannot see a reason why this phenomenon could be induced by a problem with the implanted device. It appears more likely that a problem with the cement itself occurred, perhaps due to temperature conditions during storage or transportation. Investigation performed by patient match department on (B)(6) 2018 our analysis of the process of this case found no deviations from the standard procedures. Each step has been performed correctly.

Event description:
The surgeon reported that the tibial base plate is mobilized 7 months after primary. No revision surgery is planned at the moment.